Manufacturer narrative:
Through follow-up with the user facility, steris endoscopy has learned that the following the procedure a chest CT detected bilateral pneumothorax. A chest tube was placed, and the patient recovered. Additionally, steris endoscopy has learned that the patient had a history of heart failure and esophageal adenocarcinoma that was treated with concurrent chemotherapy and proton radiation therapy. A steris endoscopy representative was present during the procedure and stated that the user facility used the appropriate spray catheter and patient monitoring. The disposable catheter was not returned by the user facility to steris endoscopy for evaluation. The instructions for use include the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area." Steris provided the user facility with additional consultation regarding the reported event. No additional issues have been reported.

Manufacturer narrative:
On follow-up with the user facility, steris endoscopy has learned prior treatments in the esophagus for the patient subject of the event had included radiation and radiofrequency ablation (rfa). A steris endoscopy representative was present during the procedure and stated that the user facility used the appropriate spray catheter and patient monitoring. The disposable catheter was not returned by the user facility to steris endoscopy for evaluation. The instructions for use include the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area." A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported a pneumoperitoneum was detected during a spray cryotherapy procedure in the esophagus which included use of the trufreeze system. The procedure was stopped when distension was detected in the abdomen, though there was no indication of perforation. A needle was utilized to relieve the pneumoperitoneum and the patient was hospitalized.